Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. The dilator was noted to be broken at 4mm from the hub and 141mm from the distal end. Manual manipulation of the dilator material did not reveal any areas of brittleness. The sheath revealed no visual anomalies. A visual examination of the retention samples from the reported and surrounding lots confirmed there were no visual defects. Functional testing confirmed the products met manufacturing specifications. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the investigation the returned sample confirmed the reported issue, which remains a rare occurrence, with no connection to product code, lot number, or user facility. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the sheath fell apart in the patient. Follow up communication with the user facility confirmed the following information: right groin arterial access was gained via micropuncture. It was then swapped for a 4fx10cm sheath that was due to expire this month. The dilator, while being removed from the sheath broke at the hub. An attempt to remove the rest of the dilator was made, about 1cm of the device was successfully removed. This revealed the dilator had another break in it and the rest of it remained in the sheath. At this point the sheath with the dilator inside was removed over the wire as a whole with no dilator remaining in the patient. A new sheath was placed over the wire successfully. Reported blood loss was less than 250ml. The procedure was completed. The patient did not suffer any complication or injury and is doing fine.